Event description:
The electric power supply cord burned. Co's inspection revealed the old-style electrical supply cord was broken. The unit had been altered by the customer. No deaths or injuries were reported. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. This event is not considered reportable under 21 cfr 803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.